Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, pump won't run" alarm while in use. The cassette was removed and the large air bubbles in the tubing were removed. The cassette was attached and the pump was restarted, but the alarm returned immediately. There was no patient harm.